Event description:
It was reported the pump alarmed high pressure, patient tried changing cassettes, made sure everything is unclamped, tried switching to backup pump, which alarmed as well and both pumps would not function. Patient stated the line was completely off his body for an hour. Advised patient to head to the hospital immediately to have his IV access checked. Patient states he has been off the medication for about an hour so far. Patient is heading to johns hopkins medical center. Emailed pl to inform mdo that patient is heading to the hospital and has not had any medication infusing for an hour and to request restart orders. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.